Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped for a prolonged period due to an occlusion alert that was not acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the failure to respond to the insulin occlusion alert according to device labeling and training by not acknowledging the alert and not replacing the infusion set.

Event description:
On 7/30/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/28/24. On 7/30/24 a beta bionics customer care agent followed up with the user's caregiver about the event. According to the user's caregiver the incident occurred after a problematic infusion set change, leading to bg levels reaching 632 mg/dl. The user was using the convatec inset (23", 6mm) teflon infusion set. The user was hospitalized for dka and received IV treatment, but specific details about the treatment administered are unknown. No ketone testing was performed. The user is now back home and resumed using the ilet. Immediate effects included vomiting.